Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during a right femoral tibial bypass, the balloon on a fogarty catheter came apart ¿in pieces¿ inside the patient. The physician stated there was a high probability that fragments were left inside the patient. The device was confirmed to have been tested prior to insertion. The customer also communicated that the patient had a known latex allergy and an ¿internal rls was done.¿ patient demographics were requested; however, the customer could not disclose them due to (B)(6) services¿ patient privacy policy.

Manufacturer narrative:
Our product evaluation laboratory received one model 120803f catheter. Visual exam under microscope noted that both the balloon latex (distal of the proximal windings) and the distal balloon windings appeared to have been pulled off the catheter tip and were not returned. The balloon latex was visible under the proximal windings. Additionally, the catheter spring tip was stretched. The customer report of "the balloon of this fogarty catheter broke" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.